Event description:
It was reported by service report that the footboard was broken allowing possible fluid ingress and there were sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: footboard.